Event description:
It was reported that on (B)(6) 2013, the head of a screwdriver fractured off in a screw head implanted in the patient. Patient retained the screw with fractured screwdriver tip. Surgeon states this will not harm the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number - unknown. Manufacture date - unknown.